Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that during the pre-discharge check, one day post implant of this left ventricular (lv) lead, loss of capture (loc) was observed. An x-ray confirmed that the lv lead had dislodged and that there was no capture in any configuration. As a result, an invasive revision procedure was performed and the lead was successfully removed and replaced. No adverse patient effects were reported as a result of the revision procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem.